Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring approximately 1.45mm x 3.10mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding the edge of the device between the insulation and the metal being torn off was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument was torn off at the edge between the insulation and the metal. The tip had to be broken off as otherwise we would not have been able to remove the trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was removed from the patient together with the trocar. The tip up was removed from the trocar by breaking off the tip. The wrist could not be straightened due to physical damage which is why the device and trocar were removed together. No fragment remained inside of the patient. The port incision did not need to be enlarged. When asked if the device was inspected prior to use the customer stated ¿the instrument was also used. As a result, it also worked¿. There were no instrument collisions during the procedure. There are no photographic images available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tip-up fenestrated grasper be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.